Event description:
It was reported that there were extra deflections on the right atrial (ra) lead channel of this pacemaker. Technical services (ts) analyzed the presenting electrogram (egm) and noted that the two extra deflections were most likely signal from ventricular pacing as well as the patient's r-wave. There was no oversensing on the presenting egm, but it was present on a stored non-sustained ventricular episode. No adverse patient effects were reported. Currently, this pacemaker system remains in service.